Event description:
It was reported that during implant there was no bleeding at the pump-apical cuff interface immediately after sewing was completed. The heart was lowered into the chest cavity in it's normal anatomical position while the outflow graft was sewn in place. Excessive bleeding was noted to be coming from the right chest cavity so the heart was raised back to the level of sternotomy. Profuse bleeding was observed at the interface between the pump and cuff. Umbilical tape was used around the circumference of the junction of the two and sutures were used to tighten the connection between the pump and left ventricle. Sutures were secured using the holes in the pump and were tied to the edge of the cuff.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was additionally reported that the patient was having low flow alarms on (B)(6) 2022 which appeared to be due to elevated heartrate and blood pressure. It was later reported that the low flows were caused by low volume. The patient's pump speed was increased, and a blood transfusion was given for decreased hematocrit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the interface of the pump and the apical cuff could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on pump support. Review of the log files provided by the account confirmed transient low flow alarms. According to the account, the low flow events were due to low blood volume, elevated heartrate and blood pressure. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding from the right chest cavity could not be conclusively determined through this evaluation. The controller event log file contained relevant data from (B)(6) 2022 through (B)(6) 2022. Two, transient low flow alarms were captured on (B)(6) 2022. Pulsatility index (pi) values were slightly elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The IFU also provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 of the IFU "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.